Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However; the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had multiple pump error alarms, motor sound not usual and keypad anomaly. Customer stated that hey were able to clear the alarm and able to complete rewind. Customer stated alarm immediately followed a battery change. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with all buttons responding properly. No damage on keypad assembly. No unlocked lcd keypad connector. Device passed displacement test and self test. Device received with cracked battery tube threads, cracked reservoir tube lip, stained end cap sticker, stained address or serial number label, cracked belt clip slot. Device had no unexpected a47 alarm in alarm history file. (B)(4).